Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -13.5/+3.0/101 (sphere/cylinder/axis), during the same surgery due to low vaulting. There was no report of any injury. The lens was exchanged for a longer lens and the problem was resolved. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Device evaluation: lens was returned dry with clear surgcial residue in a micro centrifuge vial. Visual inspection found the haptic deformed and foreign residue on the lens. Claim#: (B)(4).